Manufacturer narrative:
H4: the device was manufactured from august 27, 2019 - august 28, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2020, reported as "since tuesday (B)(6)." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) large volume folfusors underinfused. The sets were filled with 12g flucloxacillin chloride. This issue was identified after use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.